Event description:
During a recent programming session, it was reported the patient ((B)(6)) was experiencing rib and abdominal stimulation from the percutaneous lead. An appointment with the physician has been scheduled to discuss the next plan of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.